Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella 5.5 support had ultrasound of the cut down site showing hematoma. Two days later the patient was taken to the operation room for a wash-out of the axillary. It was further reported that the patient showed decline in hand and finger numbness tingling post evacuation of blood clot in axillary. Systemic anticoagulation was held due to evacuation of hematoma. The patient is stable. The patient remains on support on the date of this report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
There is no association between impella use and outcome.

Manufacturer narrative:
The investigation into the access site bleeding - major issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Impella rp with smart assist system with automated impella controller section: warnings and cautions : ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ in accordance with updated procedures, sections b5, d6, and h10 have been revised from the initial submission.